Event description:
It was reported during a during a da vinci-assisted benign hysterectomy procedure, a wire on the fenestrated bipolar forceps instrument broke and a fragment fell inside the patient. Additionally, the customer was unable to remove the instrument through the cannula. As as result, the customer had to remove the fenestrated bipolar forceps instrument together with the cannula in order to retrieve the instrument. The customer did not need to increase the size of the port site incision or place additional ports in order to remove the instrument and cannula. The cavity was irrigated and the fragment(s) was retrieved with a grasper instrument. The customer was unsure if all fragments were retrieved. An x-ray was taken during the case and no fragments were seen. The procedure was completed robotically with backup fenestrated bipolar forceps instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis evaluation. The instrument was found to have a broken distal clevis at the base of the main tube. The broken piece, measuring roughly 1.6320¿ x 0.3425¿ in size, was not returned. Components adjacent to the broken clevis showed damage. The instrument was found to have a broken main tube approximately 1.57" from the distal tip. A piece measuring proximately 17.71mm x 5.96 mm was not returned with the instrument. The instrument was also found to have a broken grip cable and pitch cable at the main tube. Furthermore, the instrument was found to have a broken conductor wire at the main tube.